Event description:
The patient contacted baxter?s technical service center regarding a system error 2240 (air in set), which occurred on the homechoice (hc) during use during dwell. The patient was connected at the time of the alarm. The patient line was properly primed prior to connecting. Patient extension lines were not used. The patient did not disconnect any time prior to the alarm. All the bags were properly connected. There were open clamps on an unused supply lines. Proper procedures were reviewed per the user manual. The technical service representative (tsr) had the patient cycle the power and a system error 2367 occurred. The tsr had the patient cycle the power again and the alarms cleared. The patient would complete therapy with new supplies. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up MDR will be submitted upon completion of the investigation or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was use error, an open clamp. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.